Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy during ventricular tachycardia (vt) episode. Under sensing was also noted. No intervention was done. The patient status was unknown.